Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that their insulin pump alarmed power error detected after replacing the battery in a timely manner. Customer also noted that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. The customer¿s blood glucose level was 68mg/dl at the time of the incident. Customer treated low blood glucose with food and declined to troubleshoot for low blood glucose. The customer was advised to monitor the pump and call back if issue persists. The insulin pump will not be returned for analysis.